Event description:
It was reported that a patient experienced a system error 2240 (air in line/set) alarm on the homechoice machine. The patient was not connected to the device at the time of the alarm. The alarm occurred during drain four of four of peritoneal dialysis therapy. During troubleshooting, it was identified that the patient line had unintentionally become disconnected from the transfer set during therapy. The technical service representative assisted the care giver with ending therapy. There was no patient injury or medical intervention associated with this event. Additional information is not available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Upon conclusion of the investigation, it was determined that the cause of the system error 2240 alarm was an unintentional disconnection between the transfer set and the patient line. Should additional relevant information become available, a supplemental report will be submitted.